Manufacturer narrative:
There is no indication of system or component failure. The patient did report feeling stimulation; however the stimulation was not in the desired location. The physician verbalized having difficulty placing the permanent leads, so it is suspected that the leads were not in the exact location as the trial, thus leading to stimulation in a slightly different location which did not provide the patient with adequate pain relief. It is unclear why the physician was having difficulty, if it was due to the device, the patient anatomy, or another factor.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2024 to treat lower back pain after successfully completing a trial phase with nalu. During the trial the patient reported good pain relief and elected to move forward with implanting the permanent system. During the implant procedure for the permanent system, the physician verbalized some difficulty with accessing the exact placement of the trial leads, but ultimately imaging appeared to show the placement of both the trial and permanent leads to be the same. After activating the system, the patient reported not feeling any stimulation at the pain location on the right side of the back, only the left side. Patient requested to revise the system. On (B)(6) 2024 a surgical revision was performed to remove the existing system and replace it with new leads in a slightly different position to better capture the patient's pain location and provide relief.